Manufacturer narrative:
In previous report, the manufacturer captured incorrect information in section d and in section h. The following correction has been updated in this report. In section d: product UDI, operator of the device and operator of device - other has been corrected. In section h: evaluation results code grid, component code grid, and conclusion code grid has been corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were observed. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.